Event description:
The customer reported non-reproducible elevated beta human chorionic gonadotrophin (bhcg) results, for two patients, involving the access total bhcg assay used in conjunction with the unicel dxi 800 access immunoassay system. The elevated result was released out of the laboratory and questioned by the physician. As a result, the patient had an ultrasound performed. The ultrasound results were normal with no indication of a pregnancy or miscarriage. It is unknown if the any additional treatment was given to the patient. There has been no report of current patient outcome received from the customer. Subsequent testing of the sample, on the original and an alternate instrument, recovered lower results within the normal reference range. The customer indicated quality control (qc) was slightly erratic but within specification. The patient¿s sample was collected in a lithium heparin tube. No sample quality issues were noted. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
There is no indication the access® total bhcg device was returned for evaluation. The field service engineer (fse) inspected and performed preventative maintenance (pm) on the instrument. All system verification testing performed passed within specifications. No system hardware issues were noted. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. A definitive cause of the incident could not be determined with the available information.